Event description:
As reported by the user facility: brief inquiry description hair found in transfer set. During our setup for compounding a hair was found in the sterile 26-lead transfer set. Lot # 0061885737 exp: 04/30/2025. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. One photograph of the defect were provided for evaluation. Upon visual inspection of the provided photograph, it is noted a black hair is observed in the packaging. The reported defect was observed. A possible root cause could not be determined. A representative transfer set from of the reported lot number was visually inspected and the reported defect of foreign matter was not able to be simulated/confirmed/identified in the samples. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.